Event description:
It was reported that the customer was hospitalized for high blood glucose of 600mg/dl. The mother stated that the reason they were in the hospital was that they installed the infusion set incorrectly and the cannula was bent. It was stated that the customer change the infusion set and her blood glucose level was in normal range. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.